Event description:
The customer reported to olympus, the evis lucera duodenovideoscope had leakage from the control part. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material inside of the light guide lens. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material inside of the light guide lens, the angulation in the up direction was out of standard, the up/down knob had a gap, switch 1 was not functioning due to damage, the charged coupled device lens was creased, the connecting tube was crumpled, the electrical connector was corroded, and the light guide lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be determined; however, it is likely the event occurred due to physical stress on the tip of the lens caused a gap in the glued part of the lg lens, allowing dirt to enter. Olympus will continue to monitor field performance for this device.